Event description:
It was reported that during a vena cava filter treatment procedure, filter migration occurred. The physician was placing a 12fr titanium greenfield filter in the femoral artery. Upon deployment, one of the legs did not open properly. As a result, the filter migrated "a little" proximally from where the physician had intended to deploy it. The filter did anchor at its resting point. The procedure was completed with this device, no other filters were placed. The pt was being held for observation and was reported to be doing "fine".

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).